Event description:
A siemens servo 300a ventilator had a peep set to -18 and the display was reading zero. Turning the peep knob up and down would intermittently make the value change. The value was erratic and intermittently would not hold its setting.